Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose. Blood glucose level at the time of incident was 531 mg/dl. Customer reported symptoms related to high blood glucose. Customer stated they had high blood glucose after sensor fail. Auto mode was not active during the high blood glucose. No product is expected to return for analysis.